Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr, implantable pulse generator (ipg), (B)(6) 2007. A 5054-58, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the system was explanted due to endocarditis. It was further reported that the source of the infection was unknown. No further patient complications have been reported as a result of this event.